Event description:
Reporter indicated that a dell handheld computer displayed the following error message "execute.cab file timed out new application not installed". A hard reset was performed and the screen was unresponsive. Another hard reset was performed and the screen displayed the same error message as before. The handheld computer and flashcard have been returned and are awaiting product analysis.